Manufacturer narrative:
Per the implanting physician, the patient had failed to comply with recovery instructions after the initial implant, likely resulting in the lead migration that required surgical intervention to correct. Surgical intervention is likely a direct result of patient non-compliance and not likely due to any system or component failure. Prior to the surgical revision, the patient had not exhibited any immune response to the nalu device. After the revision procedure the patient reported good pain relief from the system despite the allergic reaction to the sutures. System explant was performed due to the immune system response to a non-nalu product.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The system was successfully activated on (B)(6) 2024. On (B)(6) 2024, the firm was notified that the patient had lost therapy and troubleshooting was attempted without success. Xray imaging found that the implanted system had significantly migrated from the intended location. Surgical revision was performed on (B)(6) 2024 to replace the migrated leads as well as the implantable pulse generator (ipg) (see MDR 3015425075-2024-00347) at the time of revision on (B)(6) 2024 the physician sutured the new leads in place. After the procedure the patient developed an allergic reaction to the sutures used to anchor the leads. A full system explant took place on (B)(6) 2024 due to that allergic reaction. No nalu representatives were present at the explant and the firm was notified on (B)(6) 2024 that the procedure had taken place.